Event description:
The surgeon attempted to insert a collamert three-piece lens, but the lens tore in the cartridge and became stuck. There was no pt contact or injury. The reporter stated it was unk as to why the lens tore.